Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the battery would not charge. There was no report of patient involvement.